Event description:
According to the reporter, all the warning icons on the device, the charge-pak, attention, and service wrench icons were displayed. Several charge-pak battery chargers were used to bring up the charge of the internal battery, but the device was replaced for the customer. The reported problem was not associated with the patient use. When the device was evaluated by physio-control, it would turn on but would not remain powered up.

Manufacturer narrative:
Physio-control further evaluated the device and determined that root cause for the reported problem was a failure of the internal battery, designator bt3. A replacement device was provided to the customer.